Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a recurrent systemic infection. As a result, the patient was hospitalized, administered intravenous antibiotics and this implantable cardioverter defibrillator (ICD) was explanted. No additional adverse patient effects were reported.